Event description:
The manufacturer received information alleging a ventilator's lcd screen was cracked. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The lcd screen was replaced to address the issue. The device has evidence of physical damage.